Event description:
On 9 february 2022, a customer complained to ortho care about what was described as a discordant negative antibody identification result for one patient using 0.8% resolve panel b lot vrb293 in conjunction with their ortho workstation. Complainant/complaint reporter: mrs (B)(6) - medical technologist. Date of event: (B)(6) 2022. Reported on: 09 february 2022 by the customer to ortho care helpdesk. Reagents: 0.8% surgiscreen lot vss342, expiry date 22 february 2022, manufactured on 21 december 2021 mts anti-igg gel card lot 092321001-11, expiry date 08 july 2022, manufactured on 08 october 2021. Other reagents; 0.8% resolve panel a lot vra398 expiry date 22 february 2022, manufactured on 21 december 2021. 0.8% resolve panel b lot vrb293 expiry date 22 february 2022, manufactured on 21 december 2021. A competitor's reagent red blood cells. Patient information: patient transferred from another hospital with known history of anti-fyb(fy2) antibody. The customer stated that on (B)(6) 2022, they had tested a patient sample for antibody identification in indirect antiglobulin test (iat) using 0.8% surgiscreen and mts anti-igg gel card with their ortho workstation and that they obtained negative reactions with the three cells of the red cell reagent, this complaint was captured / investigated under (B)(4). The customer stated that on the same day, they had tested the same patient sample for antibody screening in iat using a competitor's reagent red blood cells (only cell 2 being homozygous for fyb(fy2)) and that they obtained negative a negative reaction. The customer reported that based on patient history, they had performed an antibody screening testing with gel methodology and a competitor's reagent red blood cells with which they had obtained a positive reaction with 2+ reaction strength for screening cell 1 homozygous for fyb(fy2) antigen, and negative reactions with cells 2 and 3 being respectively positive heterozygous and negative for fyb(fy2) antigen. The customer reported that the same day, they had tested the same patient sample for antibody identification in iat using 0.8% resolve panel a and b and mts anti-igg gel card with their ortho workstation and that they had obtained negative reactions with all red cells of both reagents being positive and homozygous for fyb(fy2) antigen. Another complaint was captured / investigated under (B)(4) for 0.8% resolve panel a. The customer reported that had performed an antibody identification in iat using a competitor's reagent red blood cells and that they obtained: negative reactions with cells 3, 6, 9 and 10 being negative for fyb(fy2) antigen. Negative reactions with cells 1, 2, 4, 7 and 11 being positive and heterozygous for fyb(fy2) antigen. A negative reaction with cell 5 being positive and homozygous for fyb(fy2) and a weak positive reaction with cell 8 being positive and homozygous for fyb(fy2) antigen. The customer reported that had performed an antibody identification in iat using only positive homozygous cells for fyb(fy2) antigen from a competitor's reagent red blood cell 16 (cells 7, 14 and 15), and they obtained negative reactions with the three cells. The customer reported that no biased results were reported to a physician. The customer reported that the patient was not harmed as a result of the reported events.

Manufacturer narrative:
(B)(4). Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed.